Manufacturer narrative:
B3: december was the reported month of the event but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was the dso seal. The dso seal was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.